Event description:
The manufacturer received information alleging related to a bipap device's sound abatement foam. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on jul 18, 2023 and section h11 should be reported as: the manufacturer previously received information alleging related to a bipap device's sound abatement foam. There was no report of harm or injury the device was returned to the third-party service center for further evaluation. The device was evaluated. During the evaluation, the discoloration in upper enclosure and scratched lcd (liquid crystal display) screen. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Sections e1, d8, d9, h2, h3 and h6 has been updated in this report.